Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was not in its original packaging. The device showed definite wear from use, the laser etchings were legible, the distal tip was fractured and deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of excessive force, bending during use, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up, the tip of the biosure driver was fractured. There was a smith and nephew back up device available and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).